Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary procedure, with implantation of a 3.0 x 18 mm xience v stent in the proximal circumflex artery. On (B)(6) 2015, a coronary angiogram was performed with no significant findings reported and no intervention performed. On (B)(6) 2017, the patient was hospitalized for unstable angina and treated with medication. The event resolved and patient was discharged on (B)(6) 2017. Reportedly, this event was unrelated to the implanted xience v stent. On (B)(6) 2017, the patient died of an unknown cause. No additional information was provided.